Event description:
It has been reported to us that during the procedure the tip of the guide wire separated from the shaft and remains inside the patient. The physician inserted the guide wire into the patient's right coronary artery. The physician inserted the stent delivery catheter and placed a stent. The physician inserted the post dilatation balloon to dilate the stent and the wire looped a little bit however, not enough were the physician thought it had become caught. The physician retracted the guide wire and felt it snagged on something at the proximal end. The physician observed on the fluoroscope it appeared that the wire separated leaving 3 cm of the tip inside the patient. The physician inserted a snare device in an attempt to remove the separated guide wire tip however, it was unsuccessful. The physician felt that the removal of the wire would cause more harm to the vessel. The patient is reported to be fine.

Manufacturer narrative:
The customer has indicated that the subject device will not be returned for evaluation. Therefore, an engineering analysis of the subject device can not be performed. The lot number for the device is unknown and therefore, a review of the device history record can not be performed. This report is considered to be the initial and follow-up MDR. If there is any additional information provided or actual device returned for evaluation, another report will be submitted with the information. Device discarded: not returned for evaluation.